Event description:
Patient was implanted with advance sling about 8 months ago and was totally dry and very happy. He went back in with symptoms of urgency and frequency. The physician was going to do urodynamics but noticed difficulty getting the catheter in. He scoped him and saw the mesh had eroded. The sling was removed from the urethra. Patient will return for an aus. Additional information received indicates that patient did self-cath for about 10 days following surgery due to retention.